Manufacturer narrative:
510k: this report is for an unknown cortex screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter telephone number: (B)(6). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of proximal tibia plate followed by ex tibia nail with ria bone graft harvest due to non-union and broken unknown screws. One (1) screw shaft was retained from an unknown screw. The surgeon was able to remove the fragments with difficulty using an unknown screw removal set hollow reamer. The patient was originally implanted with the proximal tibia plate system on an unknown date. The removal procedure was successfully completed with no known surgical delay. Concomitant devices reported: 14 hole proximal tibia plate (part# 240.015, lot# 4045116, quantity 1); 12 hole medial proximal plate (part# 239.963, lot# h318766, quantity 1); washer (part# 240.019, lot# unknown, quantity 1); unknown 4.5mm cortex screw (part# unknown, lot# unknown, quantity 6); unknown 3.5mm cortex screw (part# unknown, lot# unknown, quantity 3). This is report 5 of 8 for (B)(4). This report is for an unknown cortex screw.